Event description:
Pt had an area of microcalcification in upper left breast. Biopsy revealed invasive lobular carcinoma in a small area with extensive insitu lobular carcinoma throughout the specimen. It was felt that mastectomy was indicated and the pt elected to have bilateral mastectomy for this condition which is frequently bilateral. Neither implant was ruptured and they had identifiers of co 200 cc.